Manufacturer narrative:
(B)(4). The device was returned with the blade tip broke off and not returned. . The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. During functional testing on a generator the device gave an alert screen. The device will stop activating, and display an alert screen on the generator when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ "relaxed pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure. The analysis concluded that the blade broke off due to contact with the clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the doctor was performing a laparoscopic hysterectomy and the tip of the instrument broke off into the patient. The doctor was able to retrieve the tip from the patient. A second device was used to complete the case with no consequence to the patient. One device will be returned for analysis by the customer.